Manufacturer narrative:
Technician found bed in storage. Found head-hi/low solenoid valve p/n (B)(4) failing to hold pressure. Replaced head-hi/low solenoid valve p/n (B)(4) and trend release valve p/n (B)(4) to resolve this issue.

Event description:
Customer alleged, the head-hi/low drifts down.